Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction. The patient was doing well post operatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's remote control was displaying an error code, which could not be cleared, and the patient's charger also had difficulty coupling with the ipg. The patient will undergo a battery replacement procedure.

Event description:
A report was received that the patient's remote control was displaying an error code, which could not be cleared, and the patient's charger also had difficulty coupling with the ipg. The patient will undergo a battery replacement procedure.